Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues following a fall at 3am on a saturday. The patient was unable to feel any stimulation from the device and reported swollen toes, numbness in the toes, difficulty walking, and pain in the sacral area. Additionally, the patient had difficulty breathing and contacted the fire department. The patient had previously undergone knee surgery. Despite attempts to adjust the device settings, no stimulation was felt. The patient had a neurology appointment scheduled, which was canceled by the clinic, and an upcoming appointment to refill their pain pump. The hospital they were taken to did not perform an x-ray as they were unable to interpret it. The patient was advised that sending a new controller would not resolve the issue and was redirected to their healthcare provider.